Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, episodes of intermittent sensing leading to non-sustained right ventricular oversensing were observed. Technical support was contacted in order to recommend reprogramming. The patient's condition was stable and there were no adverse consequences.